Manufacturer narrative:
The device was received for evaluation. During functional testing, a constantly errors with air in line and upstream occlusion were verified through a review of the event history log but not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device but did not observe any symptom or potential cause of the reported problem, with no action required to address the allegation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constantly errors with air in line and upstream occlusion. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.